Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaq1757 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaq1757) have been reported from the same facility.

Event description:
It was reported that the catheter was noted to be kinked prior to insertion. The device was not used on the patient. This file addresses the second of two devices.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaq1757 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaq1757) have been reported from the same facility.

Event description:
It was reported that the catheter was noted to be kinked prior to insertion. The device was not used on the patient. This file addresses the second of two devices.